Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that 9 days after placement implant was removed due to pain and numbness of the lower lip. After removal, these sensations passed.

Manufacturer narrative:
Zimmer biomet complaint number cmp-0664266 the following sections have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one tapered screw-vent implant (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use (bone residue) but no apparent signs of malfunction. The device could not be functionally tested for the reported failure (pain). However, measurements were taken using a calipe. Following dimensional analysis and comparison to drawings, the device was determined to be within design specification. Device history review (DHR) review for the lot (1223469) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1223469) for similar events and no other complaint about nonconforming products were identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.